Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: crease sharp broken, stress marks, crease fold, missing shell (0-25%) and wear abrasion. Base on the device analysis the final assessment is: a broken crease sharp on radius assessed as fold flaw opening missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.